Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture due to lead dislodgement. An invasive procedure was performed and the lead was repositioned. The following day, loss of capture at maximum outputs was observed. The pocket was reopened and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted the extracting stylet was returned in the lead lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies which would have caused dislodgement. Laboratory testing was unable to reproduce the reported clinical observations.